Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports difficulty passing catheters, caused some bleeding and had multiple utis (could not quantify) due to this a few months ago. 81 yr old male cathing for 7 - 8 yrs now for retention from bph, neurogenic bladder, managed on tamsulosin and finasteride and cic 2 x a day. He used to use the magic go in size 14 fr coude in the past and it worked well for many years, he cannot remember why but was switched to ultram14c and that worked well for him for a quite a while, over a year he estimates. A few months ago, he started having difficulty passing his ultram14c catheters and did not know why. He was attempting to pass a catheter 4 - 5 times, even adding additional lubricant and often not being able to pass them at all. He felt like he was hitting a wall inside right before entering his bladder and he would experience bleeding when he would pull it out. He said the bleeding was spotty and it would be off and on, not steady. He is also on blood thinner eliquis daily for his afib. He said around this time he started also getting multiple utis he said. He cannot remember exactly how many, difficult for him to remember details as this was a few months ago. He said he would get a lot of burning and his urologist would have him go the lab always and drop off a urine sample and when the culture came back as positive for uti he would be treated with oral antibiotics. His symptoms would resolve and then about 2 weeks later he said his symptoms would come back and he would do this all over again for a few times. He said this happened a few times and again he cannot recall how many utis he had, only remembering there were multiple. He said he sought out a new urologist, which he much preferred. They brought him in and did a cystoscopy due to ongoing difficulty with passing his catheters and continued off and on bleeding as well as these utis. In the cystoscopy the doctor could see he has "a ridge" anatomically when entering his bladder. He thinks this could have caused some of the issues. His new urologist also said his bladder and urethra are colonized with "a form of a bacteria" and has him on a new medication daily to prevent utis and it has helped for a few months now he has been uti free since starting it. He cannot tell me the name of it, only that he has to take it with food. No photo available. This emdr is to address the uti's with unknown lot and market unit.